Manufacturer narrative:
Analysis of the returned implantable pulse generator (ipg) revealed the device was in hibernation. Using proper charging technique, engineers were able to fully re-charge the ipg in three hours; with the device then passing functional testing. However, the device did exhibit slightly higher battery depletion due to excessive quiescent current leakage likely due to a potentially leaky component in the circuit caused by the electrocautery used during the explant procedure. This anomaly was not related to the original complaint and is not considered a failure.

Event description:
It was reported the patient experienced difficulty charging the implantable pulse generator (ipg). The physician assessed the ipg was implanted at the proper depth of 1-2cm with no angle in the placement. Additionally, an analysis of the patient's ipg database by engineers revealed no anomalies, but the charge profile showed signs of poor charger to ipg coupling, and the charger thermistor triggering which could have delayed charging times. The patient underwent a revision procedure where the ipg replaced. It was confirmed electrocautery was used during the procedure, but it is unknown if monopolar or bipolar electrocautery was used. The patient did well post-operatively.

Event description:
It was reported the patient experienced difficulty charging the implantable pulse generator (ipg). The physician assessed the ipg was implanted at the proper depth of 1-2cm with no angle in the placement. Additionally, an analysis of the patient's ipg database by engineers revealed no anomalies, but the charge profile showed signs of poor charger to ipg coupling, and the charger thermistor triggering which could have delayed charging times. The patient underwent a revision procedure where the ipg replaced. It was confirmed electrocautery was used during the procedure, but it is unknown if monopolar or bipolar electrocautery was used. The patient did well post-operatively.